Event description:
It was reported that a pt was undergoing preoperative preparation for an iver-lewis oesophagectomy. Thoracic epidural, arterial monitoring, and uninary catheters were inserted pre-operatively. Skin was prepped with chlorhexidine and the cv catheter was inserted via right internal jugular for therapy and pressure monitoring. Five minutes later, blood pressure dropped, heart rate increased, then decreased and pt became unresponsive. Emergency responses, including external pacing failed. Pt expired.